Event description:
It was reported that post open heart bypass surgery, the right atrial lead exhibited loss of capture. The lead was capped and replaced. The procedure was completed without difficulty. The patient was awake and alert post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.